Manufacturer narrative:
There were no unexpected button error alarms noted. It was noted that there was an intermittent button response on the act button due to the corroded keypad traces. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 199 mg/dl. Customer stated that the buttons did not work properly while they were trying to give a bolus. It was confirmed that the buttons were not working and the button error alert could not be deleted. The insulin pump was replaced.